Event description:
It was reported that the patient experienced hyperglycemia overnight despite a dinner bolus, with glucose rising into the 250s and a documented peak of 328 mg/dl, after which the patient paused pump delivery, administered a subcutaneous fast-acting insulin injection, and then completed a full supply change with a flex infusion set before resuming pump therapy; the specific device problem and component could not be determined due to insufficient information. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of information provided. Investigation of this case revealed no findings available and insufficient information to establish a device-related problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.